Event description:
During routine testing of the device at the service center, the repair technician observed deterioration of the rubber hoses. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.